Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to the inflation issues as the pump stayed flat. The pump was removed and replaced. There were no patient complications reported.